Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the foreign healthcare provider via a manufacturer's representative (rep) regarding a patient with an implantable pump. On (B)(6) 2022, it was reported that, during a pump implantation, the hcp emptied the pump and found 32 ml instead of the expected 37.5 ml. The issue was considered resolved during the report. No surgical intervention was planned or had occurred. The patient's status was listed as "unknown". Additional information was received from the foreign healthcare provider via a manufacturer's representative (rep) on (B)(6) 2022. It was reported that the volume discrepancy occurred with a pump that was to be implanted in the patient, not a pump being explanted. It was also noted that the pump implanted at the end of 2021 or the beginning of 2022. The hcp opted to implant the pump filled with only 32 ml of drug.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding the physician having only been able to extract 32 ml instead of the 37.5 ml fill volume (volume of water filled by manufacturer), there had been no changes in the procedure or equipment they used during the procedure. The physician had used the manufacturer¿s model 8551 refill kit at the time of the event. It was further noted that the physician had only filled the reservoir with 32 ml now, for safety concerns.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.